Manufacturer narrative:
(B)(4). Batch # unk. Concomitant medical products: concomitant med products are gst black reload, 60mm, 6 row and gore seam guard buttressing material

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is (B)(6) 2019. Event day was not reported. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, on the first firing of the stapler, with a black reload, and with gore seam guard buttressing material, the stapler wouldn't fire at all and the jaws wouldn't open to remove. The doctor tried the manual override lever and couldn't get the jaws open to remove from tissue. The doctor had to rip the device off the tissue to remove from the patient. Another device was used and there were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # r5a872. Investigation summary: the analysis found that one plee60a device (a) was returned with the anvil bent upwards and with one gst60t cartridge not loaded in the device. The cartridge reload was received partially fired 2/3. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.